Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was stuck in the patient's heart. The ra lead was removed and found that the helix was deformed and broken. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2025. No patient consequences were reported.

Manufacturer narrative:
The reported events were helix deformed and broken and operation issue. As received, a complete lead was returned in one piece. The reported event of helix deformed was confirmed. Visual examination of the lead found the helix was stretched consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event was isolated to procedural damage.